Event description:
Report 2 of 2. The customer contact reported a separation. The tubing set was being used to deliver an unspecified chemotherapeutic agent to the pt. After an unspecified length of time in use, the customer contact reported the tubing separated from the distal end of the microbore "y" connector. An unspecified volume of solution leaked onto the father. The solution that leaked was cleaned up according to the hospital's protocol. There were no reported adverse effects to the father. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. See medwatch MFR report #9613251-2009-00217 for report 1 of 2 submission.